Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx 20) generated numerous rack out of range errors, causing the instrument to stop. Customer reported that the lx 20 generated bunm rxn noise (blood urea nitrogen reaction noise) errors. Customer reported that the lx 20 was leaking an unknown fluid from an unknown area of the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the lx 20 and did not notice any leaking. The fse evaluate the lx 20 and did not observe rack out of range errors. The fse replaced the bun electrode caplock. The fse performed bun calibration. The fse verified the repair was performed per established procedures. Root cause is unknown. Customer reported that it may have been related to user error.

Manufacturer narrative:
(B)(4).